Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02403. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Lead was not implanted. The patient indicated having a headache and was given a blood patch. Follow-up information indicated the patient¿s headache has resolved.